Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer indicated via phone call that the insulin pump was suspending before the low. The pump is indicating for him to change the sensor when it does not need to be changed. Customer indicated that his sensor reading was 109 mg/dl but that blood glucose was 120 mg/dl. Customer was advised to remove and change out the sensors that he has a replacement sensor would be provided to him.. Customer was also advised on how to use sensors.